Manufacturer narrative:
The investigation, including root cause determination is in progress. Event problem codes provided by the manufacturer. This report mailed in to FDA on: 07/13/2007.

Event description:
Site reported undercorrections. Upon review of data provided by the physician, it was determined that this pt exhibited a -.75 diopter undercorrection and a 2 line decrease in bcva at 3 months post-op in the right eye. This report is for the right eye. The left eye did not experience a decrease in bcva. Additional information has been requested.